Manufacturer narrative:
The manufacturer received additional information regarding a ventilator's display screen that was allegedly blank. The ventilator was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.

Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator is being returned to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.